Event description:
It was reported, to medtronic minimed. That the customer, experienced harm. With no reported allegation of a device malfunction and blank display. The customer reported, a blood glucose value of 800 mg/dl. The customer reported, hyperglycemia treated with hospitalization: overnight stay. The customer reported, that the cause of the event was unknown, as nothing was identified in troubleshooting. The event involved product(s) unomedical, mmt-332a and mmt-1884. The customer reported, a blank display. The display was blank at the time of the call. Battery cap contacts and battery compartment and/or springs were not damaged. The customer reported, high blood glucose. It was unclear whether, the customer had used the insulin pump system within 48 hours. And whether, the auto mode feature was active at the time of the event. No further customer complications were reported. No product return is required for unomedical, no product return is required for mmt-332a. Mmt-1884 was requested. And the customer response was, the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches.the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No pump/transmitter communication anomaly, calibration anomaly or lost sensor alarm noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was monitored for 2 days. No blank display noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The power connector was plugged in properly. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay.test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed.no damage noted on the original battery cap. There were no boluses listed on the event date 28-jul-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date 28-jul-2024 listed on smartsolve due to insufficient data in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. Please see the usersuspended (2) alarm below listed on the event date 28-jul-2024 in the pump history file. 07/28/2024 22:45:24.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 28-jul-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia).blank display not confirmed.no com pump to xmtr not confirmed.lost sensor alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.